Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device could not be programmed into magnetic resonance imaging (MRI) conditional mode due to a low left ventricular (lv) lead impedance on a vector not currently in use. The lead is still in use. No patient complications have been reported as a result of this event.